Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor resistor . Unable to confirm compromised forced sensor alarm due to motor error alarm. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected pump alarm during normal use. Blood glucose level at the time of the incident was 143 mg/dl. The customer stated that she was in a prime rewind loop. The customer stated she was trying to rewind the insulin pump and it keeps pushing out insulin and it kept doing it and then saw a compromised force sensor system alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.